Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 426 mg/dl. It was stated that the customer went to school the day prior to the event. She was experiencing very high blood glucose levels, and her mother had to pick her up from school. It was stated that the customer's infusion set was changed twice, but she continued to experience elevated blood glucose levels and vomiting. The customer was being discharged from the hospital at the time of the call, and the caller stated that she would be calling back to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.